Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported that the pump emitted an alarm indicating that the total daily dose maximum had been reached. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.